Manufacturer narrative:
Concomitant product: model: d224drg, ICD; implanted: (B)(6) 2011.

Event description:
It was reported that the patients right atrial (ra) lead exhibited high threshold levels. The lead was attempted to be replaced during a device changeout procedure, but due to no venous access for a new lead the physician chose to retain the original ra lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.